Event description:
The patient reported blood glucose between 400mg/dl and 560mg/dl for >24 hours. He reported nausea, extreme thirst, and frequent urination during this time. The patient reviewed the pump and supplies with customer support and provided the following information. He changed the cartridge, tubing, and infusion set five times during this two day period; on three occasions, the replacements were made in response to occlusion alarms. There were no signs of bending or kinking of the cannulas when they were removed. There were no signs of moisture or insulin leakage. At the time of the contact, he noticed four to five inches of air in the current tubing. The insulin he used to fill the cartridges was new and at room temperature. The luer lock between the tubing and the cartridge was tight. The basal delivery history accurately reflected the basal rate setting of 70.80 units per day; no temporary basal rates were programmed during this time period. The bolus delivery history revealed accurate delivery on (B)(6) 2011 and (B)(6) 2011 but zero bolus delivery on (B)(6) 2011 and (B)(6) 2011. The patient alleged that he programmed and delivered boluses on those days. The alarm history showed three occlusion alarms that were associated with large bolus deliveries; the boluses were shown to be cancelled before completed delivery due to the occlusions. The alarm history also revealed low and empty cartridge alarms; the patient alleged that the cartridge was not low or empty at those times.

Manufacturer narrative:
The delivery of large boluses, one being reported to be 19.80 units, will often cause occlusions with normal delivery speed. Customer support assisted the patient with setting the delivery rate to slow to prevent occlusions during bolus delivery. Large air bubbles in the tubing, in this case reported to be four to five inches in length, will cause blood glucose elevation if the air is delivered in place of insulin. The owner's booklet instructs the patient to inspect the tubing for air bubbles and remove them prior to insulin delivery. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.